Manufacturer narrative:
(B)(4). The opt844 interface is used to deliver humidified oxygen to patients. The opt844 consists of a lightweight delivery tube which is connected to a rigid plastic base and soft nasal prongs (nasal interface). The interface is held in place by a head strap and also includes a lanyard which is placed around the patient's neck or attached to the patient's clothing or bedding to remove the load of the breathing circuit from the patient's nares. Method: the complaint opt844 nasal cannula was not returned to fisher & paykel healthcare (f&p) for evaluation as it had been disposed by the healthcare facility. Our investigation is based on the information provided by the customer and our knowledge of the product. Result: the customer has stated that the opt844 nasal cannula was broken and a gas leak occured during patient use. Conclusion: we are unable to determine conclusively the cause of the reported event. However, the damage was most likely caused by the caregiver or patient pulling at the tube. All optiflow interfaces are inspected during production for visual defects including cracks, tears, inclusions, discoloration and stretching or deformation. Any product that fails the visual inspection is disposed of. The user instructions which accompany the opt846 cannula show in pictorial format the correct placement and fitting of the cannula and also warn: appropriate patient monitoring must be used at all times. Failure to monitor the patient may result in loss of therapy, serious injury or death. Do not crush or stretch tube.

Event description:
A distributor on behalf of a healthcare facility in (B)(6) reported via a fisher & paykel healthcare (f&p) field representative that the tubing of an opt844 nasal cannula was broken and a gas leak occured during patient use. There was no patient consequence.